Event description:
It was reported via literature that multiple adverse events occurred. A study was conducted to compare procedural performance, the extent of low voltage areas (lva), myocardial injury, and procedural outcomes between the farawave catheter and a non-boston scientific (bsc) pulse field ablation catheter. Procedure summary: a total of one hundred twenty (120) patients underwent a pulse field ablation procedure. Of the 120 patients, ninety (90) were treated using a farawave catheter and thirty (30) were treated using a non bsc catheter. All procedures were performed under deep sedation using midazolam, fentanyl, and continuous propofol infusion. Ultrasound guided double puncture of the right femoral vein was performed. An unknown diagnostic catheter was introduced and positioned inside the coronary sinus, followed by a single transseptal puncture under fluoroscopic guidance. Heparin was administered to maintain an activated clotting time of less than 350 seconds. Pulse field ablation using the farawave catheter was performed with four (4) deliveries of ablation to each pulmonary vein. Two (2) additional applications of ablation were delivered at the carina of the right pulmonary veins. At the conclusion of the procedure a figure eight suture was used to establish hemostasis at the femoral access site, followed by the application of a pressure bandage and a subsequent four (4) hour bed rest period. Event summary: of the 90 patients that underwent pulse field ablation via the farawave catheter, one (1) patient experienced cardiac tamponade and received percutaneous drainage. One (1) patient developed diplopia post procedure and computed tomography imaging did not identify any occlusion of the supra aortic vessels. The diplopia resolved within hours and the patient was diagnosed with having experienced a transient ischemic attack. Following the transeptal puncture and prior to the initiation of ablation one (1) patient developed st segment elevation which resolved spontaneously. Patient status: no further information on the status of the patient is available.

Manufacturer narrative:
Subin b, isenegger c, spreen d, et al., comparison of two different pulsed field ablation systems: the dual pulse system study, journal of cardiovascular electrophysiology 36 (2025): 2955 to 2962. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.